Event description:
During a demonstration, the balloon was inflated and would not deflate when the luer lock syringe was removed from the irrigation port. The valve inside of the port, described as the soft rubber part, came out of the device.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party manufacturer reviewed the routers used to manufacture lot # 10vm386247 and no discrepancies or deviations were found outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The device was for educational purposes only and was not used on a patient. The device was pulled out of the packaging immediately before use and it was not used for more than 15 minutes. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2014. Manufacturer report number: 1049092-2014-00405.